Manufacturer narrative:
Initial and final MDR (B)(4).- . E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The issue occurred in 6 devices. The leakage was at the quick release. The infusion set was in use for one day. The patient replaced the infusion set. No further information available.